Event description:
Hosp personnel were treating a bradycardic pt in the ep/cath lab. Reportedly, the operators were attempting to obtain pacing capture when the pacing current dropped to zero milliamps. The operators stated that there were no alarms from the device when the reported malfunction occurred. A back up device was obtained and treatment was continued. The pt was resuscitated. No adverse effects to the pt were reported as a result of the reported malfunction.